Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's edema resolved following treatment in the fall of 2018. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced edema. The recipient was given bone cream and a puncture. The recipient ceased device use for 4 weeks. The recipient underwent needle aspiration on (B)(6) 2018.